Manufacturer narrative:
Event summary: the returned failure files showed system notice (#50005) was received indicating that ¿the safety system detected fluid in the catheter and stopped the injection¿ for the date of the event. Upon visual inspection of catheter 2af283/29649, results showed the blood inside the catheter. Smart chip verification indicated the catheter was not used. System notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Was triggered right after connecting the catheter to the console. Unable to perform the performance test due to persistent system notice #50005. Pressure testing showed outer balloon breached, further dissection and pressure tests showed an inner balloon breach as well and a guide wire lumen breach and twisted at 0.885 inches from the tip inside the balloons. In conclusion, the reported system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through data analysis and testing. Balloon catheter failed the returned product inspection due to guide wire lumen breach and twisted, and also inner balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The catheter, coaxial umbilical cable and autoconnection box were replaced without resolution. Also, multiple electrical umbilical cables were replaced, and the console was changed without resolution. Furthermore, there was blood noticed inside the coaxial umbilical cable and the coaxial port of the console. The debris was removed but it did not resolve the issue. No patient complications have been reported as a result of this event. Following analysis of the product/clinical data out of specification findings were discovered. The balloon catheters were reassessed for reportability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.